Event description:
It was reported that the tip broke during screw insertion.

Manufacturer narrative:
Method: device history review; complaint history review; results: the likely causes of the tip fracture was a cantilever load applied during screw insertion and/or instrument age. This cantilever load is possible if the driver was not fully seated into the screw head during installation of the draw rod, as identified in the surgical technique. The instrument was found to be manufactured approximately 4 years ago. Conclusion: the aviator draw rod for rescue screwdriver was confirmed to have the distal tip sheared off. Manufacturing files were reviewed and no issues were found. There was no harm in this case.

Event description:
It was reported that the tip broke during screw insertion.